Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose was high 50, 60 mg/dl. The customer was treated with food and glucose tablets. The customer was offered further troubleshooting for the low blood glucose, customer declined, stated that her healthcare professional sets all the settings on the insulin pump. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Customer was unsure if auto mode was automatically delivering insulin at the time of low blood glucose event due to the following, customer stated that was auto mode, but already removed the sensor and inserted a new one. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.